Event description:
It was reported that pump displayed malfunction alarms identified as malf 16, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump shipment under warranty, confirmed shipping address, instructed customer to place pump into storage mode before return, advised re-entry of pump settings and reconnection of continuous glucose monitor on replacement device, and requested return of malfunctioning pump using pre-paid label within 10 days, which customer understood and acknowledged.